Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-02619. It was reported that stimulation was unable to increase amplitude. Diagnostics revealed high impedances on the patient¿s left lead. Reprogramming was unable to provide effective therapy. To address this issue surgical intervention is planned . Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-02619. Follow up information identified the patient underwent surgical intervention wherein the patient¿s left lead was explanted and replaced with a new model. Postoperatively, effective therapy was restored.